Manufacturer narrative:
(B)(4).

Event description:
An email from the cm was received on 08/11/2016 stating that the patient was having his device explanted due to infection. Both the lead and generator were explanted on (B)(6) 2016. Additional information was received that the infection was at generator site and that the patient scratched incision open. The infection was first observed at follow up appointment with neurologist at 2 weeks post implant. A review of device history records showed that both the lead and generator were sterilized prior to distribution.